Event description:
It was reported that during the atrial lead implant in the interauricular septum, tested threshold and impedance were well, however, the lead dislodged when withdrawing the guide wire. Physician tried to re-implant the atrial lead to other positions, and lead was rotated for approximately 12 rounds but the lead dislodged when the guide wire was withdrawn. The physician suspected that the lead tip could not be screwed out and event was related to patient's anatomy. The atrial lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix was able to be extended and retracted. Photos taken and saved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.